Manufacturer narrative:
The device was returned to mmdg for investigation. A DHR was completed and found no non-conformances. During the investigation, the pump platen door was found to be visibly bent. The pump also failed 40 psi testing, which is used to check for free flow behavior. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump "arm was bent causing any line to constantly infuse". They advised that this occurred during testing. They had no information regarding pump programming, just that the pump would free flow when a set was inserted. The initial reporter stated that they found the issue during testing and that the event did not have any patient impact. (B)(4).